Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that in approximately (B)(6) 2017, the patient fell and noticed a change in coverage of the stimulation. The patient reported that the stimulation used to cover the low back, but after the fall, covered the groin, ribs, and abdomen. The patient noted that tingling was strongest when lying down. The rep reprogrammed the stimulator and the patient reported they no longer had paresthesia in the abdomen. While the rep was writing this report, the patient stated they started feeling paresthesia in the abdomen again. The rep stated, ¿buttocks <(>&<)> pelvis; bilateral legs; slight coverage in middle of back (but increased voltage gives her rib stim).¿ the rep stated that when the stimulator was off, numbness and t ingling in the groin remained, but went away in the abdomen. The patient stated their abdomen felt tired from being stimulated. The impedance check was normal. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the issues was unknown. No further complications were reported.